Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.0 x 15 mm nc trek balloon catheter was being used for post-dilatation. When advancing to the lesion, the device was pushed harder and the hypotube separated. The shaft separated inside the anatomy so the trek, guide wire and guiding catheter were removed as a single unit. Another balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment due to the condition of the returned device. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure; however, the reported shaft separation appears to be related to user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue related to a shaft (hypotube) separation or failure to advance. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.